Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with insulin. Customer¿s blood glucose ranged from 150-300 mg/dl. Reportedly, customer will continue to use current pump until replacement arrives.